Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five years five months post filter deployment, during an annual wellness visit, the patient¿s primary encounter diagnosis was pulmonary embolism. Therefore, it can be confirmed that the patient experienced pe after filter deployment. However, the investigation is inconclusive for any deficiency with the filter as the origin and the relationship of the pe to the filter has not been established in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure.

Event description:
Medical records were received through the litigation process. The patient with history of deep vein thrombosis had a vena cava filter successfully deployed at the l3 level. Approximately five years five months post filter deployment, during an annual wellness visit, the patient¿s primary encounter diagnosis was pulmonary embolism. The physician recommended CT scan of the abdomen and pelvis to re-evaluate the filter and recommended the patient follow up with vascular surgery. Approximately five years six months post filter deployment, CT scan demonstrated an ivc filter in place. The patient status was not provided.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Hospital/medical records have been provided and the investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received through the litigation process. The patient with history of deep vein thrombosis had a vena cava filter successfully deployed at the l3 level. Approximately five years five months post filter deployment, during an annual wellness visit, the patient¿s primary encounter diagnosis was pulmonary embolism. The physician recommended CT scan of the abdomen and pelvis to re-evaluate the filter and recommended the patient follow up with vascular surgery. Approximately five years six months post filter deployment, CT scan demonstrated an ivc filter in place. The patient status was not provided.